Manufacturer narrative:
The instrument was returned and we found the distal tip was separated from the electrode. The date code august 2005, indicates 14 years in service which can cause wear and breakage of the instrument.

Event description:
Allegedly, during a laryngoscopy when pulling out the electrode the doctor noticed the tip was missing. Per the nurse manager, "the doctor was able to remove the tip in it's entirety, the case completed with no harm to patient".